Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that upon insertion of needle and lead a cerebrospinal fluid (csf) leak occurred. Lead was not implanted as a result. Patient was held overnight for observation. Surgeon did not attribute the csf to device malfunction. The issue was reported to be resolved at the time of the event. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the rep had talked with the patient's nurse practitioner today. She met with the patient in clinic last week, and she reported that patient is alive with no injury and no further issues to report. No further information was provided.